Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information was requested and the customer declined to provide the information.

Event description:
The customer reported the ventilator alarmed vent inop due to air valve liftoff failure. The customer reported there was patient involvement and no patient harm.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information.